Event description:
It was reported that during an unknown procedure, the scalpel was detached. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: shrouds. The instrument was received with the shrouds dislodged. The blade was not broken as reported by the blade was loose. This damage could have resulted from not torquing the instrument properly to the hand piece by not using the torque wrench. Due to the returned condition of the device no functional testing could be performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.